Event description:
The account alleged the left upper siderail will not lock.

Manufacturer narrative:
The technician could not duplicate the alleged malfunction and found nothing wrong with the siderail. The technician instructed the nurse on the operation of the bed.